Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effects of ventricular fibrillation and death as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed and narrow lesion in the mid right coronary artery. The patient presented with cardiac arrest and was intubated and hypotensive. A 2.8x16mm graftmaster failed to cross due to the anatomy while trying to treat a perforation. An unknown balloon was being used to treat the perforation; however, the patient expired. The cause of death was ventricular fibrillation arrest. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.